Event description:
The event is reported as: complaint alleges: the "shaft detached from the funnel without any pulling force applied". The catheters were used for urine drainage, they were not inserted post-operatively. This is the fourth of four reports. No consequence for the pt. The pt is fine.

Manufacturer narrative:
No sample of lot number available for investigation.